Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial pain. Tibial component came out with one moderate tap. "Just like the many others¿ was the comment from surgical team. Femur & patella were well fixed. The patella remains in situ. Loosening of the tibia from cement to implant interface and cement manufacturer was unknown. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.